Manufacturer narrative:
A sensor replacement alert was presented to the user. Testing of the returned sensor did not reveal any malfunction of the sensor. A review of the glucose plot showed two consecutive dropout phases within 14 days of each other, triggering the sensor replacement alert by design. The in vivo raw sensor data did not reveal any anomalies. The failure mode could not be reproduced, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The root cause for the inaccuracies observed could not be determined but may potentially be related to an electronic issue with the sensor or patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.